Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to a stroke. The customer stated that on the night of the event, the reservoir leaked insulin which led to his blood glucose rising over 1300 mg/dl. Nothing further was reported.